Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g2, g3, g6, h2, h3, h6 (investigation findings, investigation type, investigation conclusion) h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) wasn't charging. Patient involved and no harm reported. Nurse called in to the emergency support line, she mentioned there was a cardiosave pump that was not charging during use. They had changed out the pump for another cardiosave without issue. Staff did not have time to trouble shoot the cardiosave. They were unable to tell if the pump was in rescue or hybrid configuration. The biomed reseated the console. The console wasn't seated properly. Machine was taken care of by biomed. They plugged it in and it was able to charge overnight.